Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified, right coronary artery. The target lesion was previously stented with an unspecified device. The physician advanced the 20mm x 4.00mm ion stent delivery system, however the device was unable to cross the lesion. The device was successfully removed from the patient and it was noticed that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's current status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a taxus element/ion monorail stent delivery system (sds), stent and pouch. The balloon was tightly folded with the stent positioned between the markerbands. Four stent struts in the first row (from the distal edge) were stretched distally. The exchange port was slightly flattened and twisted. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified, right coronary artery. The target lesion was previously stented with an unspecified device. The physician advanced the 20mm x 4.00mm ion stent delivery system, however the device was unable to cross the lesion. The device was successfully removed from the patient and it was noticed that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's current status is ok.